Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer was setting up the night before a case and the electrode pt gas system (epgs) could not calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per the field svc rep (fsr), he determined that the perfusionist did not plug in the oxygen line. The fsr showed the perfusionist where the line is and how to set-up the unit for calibration. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.